Manufacturer narrative:
Device evaluation: a review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified or failure detected however, the field service specialist proactively replaced the galvo block. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Initial reporter phone: (B)(6). Field service specialist visited the site on that day and medical staff showed the video of the right eye then he confirmed they moved to the side cut leaving the raster cut 30%. Side cut was not correctly round. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that during the operation of the right eye, raster cut stopped halfway with 30% of raster cut remained. Left eye could not cut at all. On (B)(6), the patient had the re-operation as planned and it was successfully completed. No loss of best corrected visual acuity was reported.